Event description:
It was reported the PICC line was inserted in 8/2000. The patient was seen one week later for follow-up and it was noticed that the hub was cracked. The catheter was removed and a competitor's brand was inserted. The pt later developed sepsis and was treated. There were no details provided regarding the treatment.